Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type software; product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (9mg/ml at 0.5mg/day) and ropivacaine (1mg/ml at 0.0555mg/day) via an implantable infusion pump. The indication for use was noted to be malignant pain. It was reported that at the patient's pump implant procedure on (B)(6) 2018 a concentration error was made with the secondary drug (ropivacaine). The software version of the programmer used was 1.0.7493. The drug's actual concentration was 1 mg/ml but was entered as 20 mg/ml. The representative who was present stated he misread the drug concentration and entered it incorrectly into the programmer. The primary drug (dilaudid) was unaffected by the error. The patient experienced "increased pain/possible withdrawal" and severe headaches while standing when in the office on (B)(6) 2018. She also had some nausea. The daily dose was decreased from 1 mg/day to 0.5 mg/day. There were no environmental, external or patient factors which may have led or contributed to the issue. The concentration of the second drug was corrected on (B)(6) 2018. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive; no injury. No further complications were reported.